Event description:
It was reported that during a transurethral lithotomy (tul) procedure, fibrous foreign matter was observed in the access sheath of a flexor parallel ureteral access sheath and dilators. The coating of the access sheath was moistened using a gauze and saline to activate it before use. To confirm integrity before insertion, the sheath and dilator of the device "were attached and detached", however, "the physician did not to remove it completely but a few centimeters". The access sheath was placed in the ureter. The ureteral stones and kidney stones were able to be removed several times using another manufacturer's basket. Under endoscopy, a thread-like fibrous foreign matter with a length of 2 to 3 cm was observed inside the access sheath in the endoscopic images. As the number of foreign matters increased, an attempt was made to retrieve them using the basket, but it was not possible to successfully retrieve, hence they were retrieved with grasping forceps under an endoscope. Stone removal was continued using the basket, and the procedure was completed. The patient recovered without any reported problems. A section of the device did not remain inside the patient. The patient did not require any additional procedures or experience any adverse effects due to the occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported that during a transurethral lithotomy (tul) procedure, fibrous foreign matter was observed in the access sheath of a flexor parallel ureteral access sheath and dilators. The coating of the access sheath was moistened using a gauze and saline to activate it before use. To confirm integrity before insertion, the sheath and dilator of the device "were attached and detached", however, "the physician did not to remove it completely but a few centimeters". The access sheath was placed in the ureter. The ureteral stones and kidney stones were able to be removed several times using another manufacturer's basket. Under endoscopy, a thread-like fibrous foreign matter with a length of 2 to 3 cm was observed inside the access sheath in the endoscopic images. As the number of foreign matters increased, an attempt was made to retrieve them using the basket, but it was not possible to successfully retrieve, hence they were retrieved with grasping forceps under an endoscope. Stone removal was continued using the basket, and the procedure was completed. The patient recovered without any reported problems. A section of the device did not remain inside the patient. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One device was returned in an open package with label. Foreign matter was returned in a separate container. It appears to be scrapings from the inner sheath, possibly due to a scope being inserted and removed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_flxr_rev3, provides the following information to the user: note: prior to placement, activate the hydrophilic coating by removing the dilator from the flexor sheath and immersing all components in sterile water or isotonic saline. This will allow the hydrophilic surface to absorb water and become lubricious, easing placement under standard conditions. Information provided states the coating was activated by " the physician moistened the outside of the sheath with gauze with saline". Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the issue could not be established. It is possible that the coating on the inside of the sheath was not activated, resulting in the device(s) inserted through the sheath scraping the dry coating and forming the "fibrous foreign matter" found by the user. The exact circumstances experienced by the device were not known. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.